Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that upon opening, the polyethylene plugs were improperly fixed in the tibia tray.

Manufacturer narrative:
The returned implant was inspected and it was found that the inserted plugs had deformities and marks indicating that the plugs were likely pried up from being flush. Two other implants in sealed packaging from the same part/lot number were reviewed and found that the plugs were flush to the tibial plate per specifications. Dimensions taken of the plugs and tibial plate found they meet specification. Review of device history records found no deviations or anomalies. This device is used for treatment. The manufacturing process was investigated with no anomalies found that would cause or contribute to this condition. It was also noted that a 100% visual inspection is performed on the product at time of packaging/sealing. A complaint history review found no other complaints for this part and lot combination. A definitive root cause cannot be confirmed, however it appears unlikely that the product left zimmer biomet control in this condition.